Event description:
Reason for exam: clival mass on prior study; admitted for re-assessment. Patient sedated and sleeping, during diffusion sequence, patient began flaying arms and legs, staff state, "patient looked like he was jumping off the table." Action stopped with diffusion sequence suspension. Dates of use: one day in 2007. Diagnosis: clival mass, for reassessment. Event abated after use stopped: yes.